Event description:
Customer reportedly received result of 480 "something" (mg/dl) on the advantage system and 230 mg/dl on professional device within 10 mins. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.